Manufacturer narrative:
The investigation was completed by our experts. The investigation revealed that the reported issue was caused by a defective hard drive disk (hdd) in the real time controller (rtc) after 10 years of operation. To resolve the issue, the rtc was replaced. The occurrence rate of the aforementioned error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation.

Manufacturer narrative:
H10: e1: initial reporter state was added. G4: 510(k) was added. H11: corrected data: d4: complete UDI number added. H11: corrected data: d4: complete UDI number added.

Event description:
Siemens became aware of a malfunction that occurred while operating the artis q biplane system. During an emergency procedure, the machine went into the bypass mode. The user tried to reboot the unit but was unable to bring the system back up. The patient had to be moved to an alternate unit. We are unaware of any adverse impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation yet been determined. A supplement report will be filed if additional information becomes available.